Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: health problems related to the implants as swelling, reddening and hardening in the breasts due to lymphatic problems.

Event description:
Patient reported " health problems related to the implants as swelling, reddening and hardening in the breasts due to lymphatic problems". This relates to the right side. Device remains implanted.